Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the amp hour in the base was dropping too fast for actual battery usage. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative replaced the power manager. The unit was tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.